Event description:
It was reported that there was a lead integrity alert warning due to the right ventricular (rv) lead having variable and high impedance, oversensing, noise, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product evaluation summary: the proximal segment of the lead was returned, analyzed andanalysis was performed and no anomalies were found.